Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/81 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: bacteraemia after leadless pacemaker implantation. Journal of cardiovascular electrophysiology. 2020;31:24402447. Doi: 10.1111/jce.14671. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding bacteremia after leadless implantable pulse generator (ipg) implantation. The article reported a patient who developed bacteremia which was related to a skin infection at the femoral puncture site for the leadless ipg implant procedure. There were other patients that developed bacteremia with an unknown source of infection. They all had negative blood cultures and the patients were treated with antibiotics. The status/ disposition of the devices is unknown. No further patient complications have been reported as a result of this event.